Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. The nurse declined to provide further information. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e21067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).